Event description:
It was reported that an electrical reset occurred on (B) (6) 2010. The reset was due to a "write to locked ram" error. The diagnostic data was cleared, but new data is currently being collected. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated that on (B) (6) 2010 at 22:43:19 the device recorded a write to locked ram power on reset.